Event description:
Additional information received reported that there was no harm, injury or adverse event to the patient and no medical intervention was required.

Manufacturer narrative:
Additional information: a2, a3, a6, b3, b5, h6. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d4. The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the product was returned by the customer. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The complaint device not has been returned. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the anchor broke on the silent nite 3d device. No additional information was provided.